Manufacturer narrative:
Manufacturer is currently awaiting additional information regarding subsequent removal attempt and additional information along with the final conclusion will be provided in the supplemental report.

Event description:
It was reported there was an issue involving a sensor removal procedure in which only part of the sensor was removed, leaving the remaining portion in place. The sensor had been inserted on (B)(6) 2026, and the incident occurred the same day in the upper right arm. The user confirmed that an incision was made and stated that the sensor broke because it had become encapsulated by tissue. A magnet was used during the procedure, but other localization methods were not utilized. The healthcare provider advised waiting 2-3 months before attempting another removal. The user reported feeling well with no current complaints and was reminded that a retained sensor could continue transmitting a signal, potentially interfering with a new sensor implanted nearby. Additional information was solicited from the hcp but was unavailable.